Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occlude foot. The reported condition was verified. The cause of the separation of the main body to the twist clamp was determined to be a damaged cracked/broken occlude foot of the main body. The cause of the broken occlude foot could not be determined however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body separated from the white twist sleeve of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set had been in use for approximately half a month. There was no patient injury or medical intervention associated with this event. No additional information is available.